Event description:
It was reported that the patient experienced urinary retention with his artificial urinary sphincter (aus). The patient underwent a revision surgery and the pump and balloon were removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Implant date is approximate.

Manufacturer narrative:
D6a: implant date is approximate. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary retention with his artificial urinary sphincter (aus). The patient underwent a revision surgery and the pump and balloon were removed and replaced. A device performance issue could not be confirmed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.